Manufacturer narrative:
No analysis has been completed at the time of report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used for a functional endoscopic sinus surgery. It was reported that during a case they had registered and moved to navigate, and just after that the system completely shut off. The power button was no long illuminated. There was no reported harm to the patient present and there was a delay of one hour